Event description:
Pt has deep brain stimulator with kinetra model neurostimulator. Pt experiencing return of symptoms. Device interrogation indicated measurements consistent with intact wires using medtronic invision programmer. Xray revealed complete wire breakage, despite device measurement of intact wires.